Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The slit lamp fiber was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on march 19, 1998. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor of ophthalmology reported that a laser system had low laser power before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).